Manufacturer narrative:
The reported device is not available for evaluation and has been discarded. The event is currently under investigation.

Event description:
As reported to customer relations: during an ivc filter retrieval of a gunther tulip filter, access was achieved in the right internal jugular and a 12 fr dilator was used to prepare the site. The cloversnare 4-loop vascular retriever was prepped according to the instructions for use. The device was used in accordance with the instructions and the tulip filter was successfully retrieved without incident. The filter was removed along with the inner sheath leaving just the outer sheath in the patient. When trying to hook a 3 way stop cock to the 10 fr sheath, the stop cock could not completely engage the hub of the 10 fr sheath. A syringe was then attached directly to the hub with no success. The connection still leaked. The post cavagram was performed through the sheath and showed nothing abnormal with the patient. The physician remarked that now they could not leave the sheath in and move the patient to a sitting position to remove the sheath from the jugular vein. The physician was quite concerned that the hub of the large sheath could not be engaged securely and hemostasis could not be achieved. The sheath had to be removed in the supine position and pressure was held at the access site. The case was completed and the patient was unharmed. No additional details have been received.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, specifications, documentation, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause cannot be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints.